Manufacturer narrative:
Date of event: unknown when device malfunctioned. This report is for an unknown bone staple: elite/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Actual implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018 the patient underwent hardware removal due to delayed healing, non-union, broken and failure paragon hardware. The bme elite staple and the other competitor devices was originally implanted on (B)(6) 2018. All hardware was removed and the patient had a maxframe application. There were no surgical delay. The fragments generated from the broken device were easily removed without additional intervention. The procedure was successfully completed. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Patient code (B)(4) used to capture additional medical/surgical intervention required. Manufacturer site: fax number. Corrected data: initial reporter health professional, date received by manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent hardware removal due to delayed healing, non-union, broken and failure paragon hardware. The bme elite staple and the other competitor device were originally implanted on (B)(6) 2018. All hardware was removed and the patient had a maxframe application. There was no surgical delay. The fragments generated from the broken device were easily removed without additional intervention. The procedure was successfully completed. Patient outcome was okay.